Event description:
The product was used during a hysterectomy procedure. Reportedly, the instrument was missing staples. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.